Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. During the investigation, the tear prevent fluid from exiting the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied and correction boluses were delivered.